Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced positioning / placement difficulty of the right atrial (ra) lead as the helix wouldn't "hold in place." The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.